Manufacturer narrative:
The technician found the right front brake caster was worn. The technician replaced the right front brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the right front brake caster assembly was not holding. No pt injury reported.